Event description:
An aneurx bifurcated stent graft of an unknown size was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The pt's co-morbidities, aneurysm and iliac size and morphology are unknown; although, it was reported that it was a difficult case and the pt had challenging anatomy. The physician stated that the pt was high-risk and very sick and the pt was not a surgical candidate. It is reported that there was a successful outcome with endovascular repair; however, the pt expired one-day post operatively due to reasons unrelated to the aneurx device. No add'l info is available at this time. A report of death is pending from the user and user facility.